Event description:
Customer reported the system will not boot up. No pt injury reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. No pt injury was reported.